Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) was notified by a healthcare provider (hcp) that an ilet user was in the hospital with diabetic ketoacidosis (dka). The exact event date was not reported. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia began on (B)(6) 2024, following a cartridge and infusion set change. Hyperglycemia persisted until (B)(6) 2024 . The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was likely caused by a failed infusion set on 2024-05-19.